Manufacturer narrative:
Pharmacovigilance comments: the serious expected event of hypersensitivity was considered possibly related to the treatment. Serious criteria include the need for multiple medical interventions due to a potential airway obstruction. The non-serious expected event of oedema at implant site and the unexpected event of dyspnoea were considered possibly related to the treatment. Potential etiologies include allergic reaction to filler leading to laryngeal oedema and dyspnoea. Alternatively, these events could represent nonallergic injection site edema complicated by dyspnea due to trauma from the treatment procedure. The restylane was used off label. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturing narrative: lot number was not reported.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 13-may-2020 by a physician which refers to a (B)(6)-year-old male patient. The patient medical history included unilateral vocal cord paresis. The patient has no allergies and does not receive any concomitant medications. No information about previous filler treatments has been provided. On (B)(6) 2018, the patient received treatment with restylane to unilateral vocal cord for cordoplasty in patient with unilateral vocal cord paresis (unknown amount, lot number, injection technique and needle type). The restylane classic injected to vocal cord (off label use). About 12 hours later, on (B)(6) 2018, the patient experienced possible allergy to restylane/unclear reaction(hypersensitivity) with intraglottal edema((implant site oedema) and dyspnoea(dyspnoea). A sample of the product was requested for allergological testing. Some hours after application, patient was treated with h1-antagonists and steroids. The patient was fully recovered. The patient had undergone unspecified allergy testing and waiting for results. Outcome at the time of the report: possible allergy to restylane/unclear reaction was recovered/resolved. Intraglottal edema was recovered/resolved. Dyspnoea was recovered/resolved. Restylane classic injected to vocal cord was recovered/resolved. Tracking list: v.0 initial. V.1 fu received on 14-jun-2020 from same reporter: case was upgraded to serious. Events (intraglottal edema, dyspnoea, off label use) added. Patient demographics, suspect device implant date, location, outcome and corrective treatment details were updated.

Manufacturer narrative:
Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: lot number was not reported. Pharmacovigilance comment: the serious events of hypersensitivity and laryngeal edema and the non-serious event of dyspnoea were considered expected and possibly related to the treatment. Serious criteria include the need for multiple medical interventions due to a potential airway obstruction. Potential etiologies include allergic reaction to the gel treatment with local angioedema and, alternatively, post-traumatic inflammation and edema from the treatment procedure. The restylane treatment location of the vocal cords. Is considered off label use. The case meets the criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 13-may-2020 by a physician which refers to a 15-year-old male patient. The patient medical history included unilateral vocal cord paresis. The patient has no allergies and does not receive any concomitant medications. No information about previous filler treatments has been provided. On (B)(6) 2018, the patient received treatment with restylane to unilateral vocal cord for cordoplasty in patient with unilateral vocal cord paresis (unknown amount, lot number, injection technique and needle type). The restylane calssic injected to vocal cord (off label use). About 12 hours later, on (B)(6) 2018, the patient experienced possible allergy to restylane/unclear reaction(hypersensitivity) with infraglottal edema((implant site oedema) and dyspnoea(dyspnoea). A sample of the product was requested for allergological testing. Some hours after application, patient was treated with h1-anatagonists and steroids. The patient was fully recovered. The patient had undergone unspecified allergy testing and was waiting for results which were reported upon follow up. As per follow up information received on 01-sep-2020, the following test reports have been provided. On (B)(6) 2020, the patient undergone skin prick test with histamine, restylane (lidocaine) and renu voice at 15 mins (prick, intracutaneous individual) and at 48 hours (intracutaneous individual). Results reported (prick individual histamine 10 mg/ml, prick, 15 mins plus plus, intracutaneous individual, histamine 0.1 mg/ml, intracutaneous, 15 mins plus plus). On (B)(6) 2020, patient undergone lymphocyte transformation test (llt) and results reported as moderate fluctuations in the individual values in the negative controls. Good proliferation in the positive controls. Increased proliferation in restylane and renuvoice. This finding may indicate sensitization these preparation, but must be carefully assessed if little laboratory experience. Llt number 651 (34). On (B)(6) 2020, the patient undergone complement factors (c1 inhibitor) test and results reported as 0.23 g/l (0.21-0.38) and c1 inhibitor (fkt) 78% ( greater than 70%). Outcome at the time of the report: possible allergy to restylane/unclear reaction was recovered/resolved. Infraglottal edema was recovered/resolved. Dyspnoea was recovered/resolved. Restylane classic injected to vocal cord was recovered/resolved. Tracking list: v.0 initial. V.1 fu received on 14-jun-2020 from same reporter: case was upgraded to serious. Events (infraglottal edema, dyspnoea, off label use) added. Patient demographics, suspect device implant date, location, outcome and corrective treatment details were updated. V.2 fu received on 01-sep-2020 from same reporter. Laboratory results updated.